Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the md attempted to flush the sheath and noticed saline coming out the valve and the device was not used on the patient.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the retention sample investigation results. The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from the reported and surrounding lots. A visual examination of the samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined and there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
This report is being submitted as follow up number 2. On january 31, 2017 it was confirmed that the actual sample is not available to be returned to the manufacturing facility for evaluation. For the retention sample evaluation please see the previous report. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. Actual device not available.